Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-feb-2020, UDI#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that the device was no longer working and were scheduled for a lead revision. An x-ray taken prior to the removal of the lead showed it was positioned out of the sacrum. It was unknown if there were any environmental/external/patient factors that may have led to the issue and unknown how long the lead was out of the sacrum. The lead was then replaced. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.